Manufacturer narrative:
(B)(4). Carefusion technical support shipped a replacement user interface module to the customer, and issued a returned goods authorization (rga) number for the return of the alleged user interface module. The alleged faulty user interface module was returned to carefusion o february 25, 2015, and is awaiting evaluating. Once it is evaluated a f/u medwatch report will be submitted.

Event description:
The customer called carefusion technical support to report that the user interface module on one of their units is blank and does not power on, but the membrane panel leds are lit-up. There was no pt involvement at the time of this incident.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the uim and after installing the uim onto uim test fixture and powering it on the led¿s were completely off and the screen did not power on. The power was then cycled and the led¿s powered on along with the lcd assembly. Each time after cycling the power the screen powered on and no other anomalies were found. Findings/root-cause: defective thermistor on the control pcba. This issue is being addressed in an internal correction.